Manufacturer narrative:
On 5/24/2016 - we were informed this lead had dislodged and was found hanging in the right atrium. The device code was corrected to reflect this new information.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced, but no reason was given. Attempts to obtain additional information has been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.